Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. The pump had moisture damage on the motor assembly. The pump also had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she was on vacation and the device was submerged in the pool water on (B)(6) 2015 and it stopped working on (B)(6) 2015. The screen is blank and it wouldn't power up. The device seemed fine, the battery compartment was dry but there was a little bit of condensation under the screen. She inserted a new batter and the device continued to have a blank display. Her current blood glucose was 282 mg/dl. Customer did a self-test when it was first exposed now the device wouldn't power up.